Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited an alert due to shock impedances of 125 ohms. Technical services (ts) discussed troubleshooting options with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited an alert due to shock impedances of 125 ohms. Technical services (ts) discussed troubleshooting options with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service. It was reported that commanded shock testing was performed. Shock impedance measurements following shock delivery were noted to be within normal limits at 77 ohms. No additional adverse patient effects were reported. This lead remains in service.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited an alert due to shock impedances of 125 ohms. Technical services (ts) discussed troubleshooting options with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service. It was reported that commanded shock testing was performed. Shock impedance measurements following shock delivery were noted to be within normal limits at 77 ohms. No additional adverse patient effects were reported. This lead remains in service. Additional information received reported that this right ventricular (rv) defibrillation lead exhibited additional high out-of-range shock impedance measurements greater than 125 ohms, with a measurement as high as 167 ohms. Technical services (ts) reviewed troubleshooting options. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited an alert due to shock impedances of 125 ohms. Technical services (ts) discussed troubleshooting options with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service. It was reported that commanded shock testing was performed. Shock impedance measurements following shock delivery were noted to be within normal limits at 77 ohms. No additional adverse patient effects were reported. This lead remains in service. Additional information received reported that this right ventricular (rv) defibrillation lead exhibited additional high out-of-range shock impedance measurements greater than 125 ohms, with a measurement as high as 167 ohms. Technical services (ts) reviewed troubleshooting options. This rv lead remains in service. No additional adverse patient effects were reported. Additional information received reported that shock impedance measurements for this right ventricular (rv) defibrillation lead were trending upwards, with a recent shock impedance measurement of 138 ohms. It was noted that shock impedance trends were characterized by a gradual rise in measurements, which suggests lead calcification. The patient was scheduled for commanded shocks, and technical services (ts) reviewed troubleshooting options based on the results. This rv lead remains in service. No additional adverse patient effects were reported.